Event description:
Pt called lfs alleging that there was no reaction or color change on their surestep test strips. Pt obtained a bg of 60mg/dl and noticed that the confirmation dot was halfway blue. They tried several attempts on different test strips was unsuccessful in getting a complete confirmation dot. Pt did not experience any symptoms of high or low blood sugar. Pt ate food or drank a beverage based on the reading of 60mg/dl. Per owner's booklet it mentions that if a pt does not obtain a complete blue confirmation dot, the meter can give false low results. Customer service was unable to resolve the issue and sent pt new test strips.